Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with the followings: 1) l5-s1 advanced degenerative disc disease with mechanical back pain status post lumbar laminotomy diskectomy surgery approximately 10 years prior. 2) midline l4-·l5 disk herniation. 3) left lower extremity radiculitis and underwent the following procedures: 1) mini open l5-s1 posterior lumbar interbody fusion using local autograft from the left l5-s1 facet joint, also nanoss allograft. Bone morphogenetic protein sponge xl placed in the cage and also bone marrow concentrate harvested from the left ilium through the left parasagittal incision. 2) mini open l5-s1 transverse lumbar interbody fusion cage using t 7-mm cage packed with the above bone graft. 3. Mini open bilateral screw and rod fixation at l5-sl using the spinewave sniper system. 4) l4-l5 bilateral hemi laminotomies. 5) l4-l5 coflex posterior interlaminar nonsegmental stabilization. 6) primary repair of left dura rent using the staples as well us suturing the scar tissue to the dura and placemen t of evicel. As per op-notes,¿ additionally, I placed pituitary rongeurs shallowly into the disk space corning underneath to decompress the l5-s1 left side disc herniation that was present preoperatively as well, following this then the 7-rnm trial fit most appropriately and the disc space was copiously irrigated with antibiotic irrigation, the bone marrow combination was then placed in a syringe and plunged into the disk space at l5-s1, the same bone graft combination along with a bmp sponge was placed into the 7- mm height transverse lumbar interbody fusion cage. It was also impacted into the disk space at l5-s1 and turned into a transverse orientation. Any additional graft material was resected. Once this was completed and confirmed on fluoroscopy then the screws were placed over the guidewires using 6.5-mm screws at l5 and 1.5-mm diameter screws at s1.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.